Event description:
A malfunction was reported on the pump without any notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred, so a replacement pump with updated software was dispatched. The customer reverted to an alternate method of insulin therapy.